Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 7 was failed. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 7 was not sensing closed. A field service engineer opened the back of the station and found a mag IV bag obstructing the drawer position sensor reflector. Removed the bag and spent approximately 25 minutes reseating the auxiliary tower into the anchor plate. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 7 was failed. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.